Event description:
The customer stated that the axsym rubella lgg reagent calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. All maintenance is up to date and daily and monthly decontamination performed. The customer tried to calibrate with a new calibrator and reagent pack without resolution. Abbott technical service advised the customer to centrifuge the calibrators and use the supernatant to calibrate. The calibration passed and controls were within specifications. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.